Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest near where the garment clasps. The area was described as a fungal reaction that is a rash-like irritation with some open skin. The patient's nurse stated that they are cleaning the area with soap and water. The patient's doctor prescribed an antibiotic to treat the infection. The final medical outcome is unknown.